Event description:
It was reported that during system upgrade while still attached to lead but out of the pocket, erratic pacing and lack of pacing was noted. Device was programmed vvi 60. Pacing was noted at rates above and below 60 as well as a complete lack of pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.